Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that her blood glucose was being erratic. Customer's blood glucose will go up and down from 40 mg/dl to 600 mg/dl. Customer stated that she called a while ago but she got disconnected. Customer stated that she was advised by her doctor to disconnect from the pump and to give herself 5 units of insulin. Customer's blood glucose is 355 mg/dl. Customer stated that she took a syringe of 5 units to treat. Troubleshooting was performed and customer found some air bubbles. Customer was able to push it out during priming. Customer stated that the insulin did exit the tubing. Customer was assisted with correcting the time and date. Customer had a battery out limit, low reservoir, and low battery alarms in the alarm history. Customer was advised that the replacement pump will be sent. Customer mentioned that her reservoir leaks, which might be causing her high blood glucose. Customer was assisted in changing reservoir and infusion sets.